Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic prostatectomy, when stapling, the stapler was able to fire, there was poor staple formation and the staple line was incomplete proximally. There were no staples anywhere. The knife blade cut with no staples. They had to clip and sew to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of eight photographs. The photos show a fully fired reload with the jaws open. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.